Event description:
It is reported that the patient was revised due to a broken femoral component.

Manufacturer narrative:
No devices were received; however, photographs of the explanted devices were received from the complainant. One image appears to show the unicompartmental femoral being removed in two pieces from the surgical site. Another image appears to show the two parts of the fractured unicompartmental femoral with adhering bone cement on both pieces; the device appears to have been fractured approximately in half, with a post on each half. A third image appears to show the opposite sides of the two pieces. X-rays and surgical notes were not provided. Patient factors that may affect the performance of the components such as bone quality, possible trauma, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.